Event description:
A facility reported a codman perforator (ID (B)(4)) was stuck in patient's skull. Surgeon was able to remove it using a clamp. No additional information has been provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The perforator was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined; however, a potential cause of the reported event may be related to excessive drill rpm and/or force does not allow proper cut. Drill becomes 'screwed' into skull. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.